Manufacturer narrative:
The t:slim pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed a fill estimate of 105 units and remained static. Reportedly, the air was not removed from the cartridge prior to filling the cartridge with insulin. Blood glucose level ranged from 300-400's (mg/dl). To address the issue, a supply change was performed and insulin therapy was resumed.